Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and ovarian cyst ("complex left ovarian cyst") in a 33-year-old female patient who had essure (batch no. 676718) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (date of deliveries: 09-aug-1996 and 19-may-1998), spontaneous abortion, termination of pregnancy - elective, abstains from alcohol, ex-smoker (she used to smoke one-half pack per week but stopped over a year ago.), anal skin tags on (B)(6) 2010 and umbilical hernia repair (and prophylactic mccall's entrocele.) On (B)(6) 2016. On (B)(6) 2010, patient denies headache, vision changes, chest pain, and shortness of breath, nausea, vomiting, or calf pain. She has never had a sexually-transmitted disease. She denies gi (gastrointestinal) symptoms of constipation or diarrhea. She did not experienced following events but not limited to miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects. Previously administered products included for to prevent pregnancy: nexplanon from 2005 to 22-jun-2010. Past adverse reactions to the above products included pain in extremity with nexplanon. Concurrent conditions included hirsutism since 2014, hyperventilation since (B)(6) 2014, residual hemorrhoidal skin tags since (B)(6) 2014, unspecified hypothyroidism since (B)(6) 2014, adverse event nos since (B)(6) 2014, urinary incontinence since 2007, vaginitis since (B)(6) 2014, vulvovaginitis (unspecified.) Since (B)(6) -2014, retroverted uterus, female sexual dysfunction, umbilical hernia since (B)(6) 2016, endometriosis since (B)(6) 2016, chronic cervicitis since (B)(6) 2016, endocervical squamous metaplasia since (B)(6) 2016, endometrial neoplasm since (B)(6) 2016, adenomyosis since (B)(6) 2016, intramural leiomyoma of uterus since (B)(6) 2016 and overweight. Family history included diabetes (father) and stroke (father). Concomitant products included etonogestrel (implanon) since (B)(6) 2009. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced weight increased ("gained about 40 pounds"). On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("intermittent from moderate to severe continuously experienced pelvic pain/pain") and pruritus ("itching"). The patient was treated with acetylsalicylic acid (aspirin), surgery (laparoscopic-assisted vaginal hysterectomy with bilateral alpingectomy, left salpingo-oophorectomy) and surgery (she underwent oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain had resolved, the ovarian cyst, weight increased, dysmenorrhoea and nausea outcome was unknown and the alopecia, pelvic pain and pruritus was resolving. The reporter provided no causality assessment for ovarian cyst with essure. The reporter considered abdominal pain, alopecia, dysmenorrhoea, nausea, pelvic pain, pruritus and weight increased to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of your essure placement procedure. Five coils were noted inserting the tubal ostia following placement. Good hemostasis was noted. The patient tolerated the procedure well. Following surgery she has been left with abdominal deformity and severe large scarring. On (B)(6) 2016, operative notes revealed the uterus appeared normal. There was no perforation of the essure devices. The fallopian tubes were normal. The left ovary was densely adhered to the side wall and adjacent to the left uterosacral ligament. There was endometriosis present adjacent to the adhesion of the ovary near the left uterosacral ligament. The ovary became damaged while we were attempting to remove this from the side wall. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: successfully occluded in the fallopian tubes (B)(6) 2010: hysterosalpingogram: preliminary view of the pelvis shows fallopian tube closure devices projected in the mid pelvis. Retrograde injection of contrast material shows normal appearance of the uterine cavity. There is no extension of contrast material into the fallopian tubes beyond the proximal aspect of the closure device. There is no free spill. Following removal of the balloon and catheter, the patient had some uterine cramping. 60 ml of toradol was given which successfully relieved the pain and the patient was discharged in baseline condition. Impression: successful hysterosalpingogram. Prior occlusion of the fallopian tubes with occlusion devices. Confirmed that plaintiff's fallopian tubes were bilaterally occluded. Essure was successfully implanted, without complications, with the essure device trailing coils within the left uterine cavity and five trailing coils within the right uterine cavity. On (B)(6) 2016, sonogram showed a normal-sized uterus. There is a 2.7 cm complex left ovarian cyst and there was free fluid seen in the right adnexal near the fundus. On (B)(6) 2016, CT abdomen and pelvis with and without contrast revealed small, 2.0 x 1.4 cm fat-containing periumbilical hernia. Previous essure placement bilaterally. The uterus and adnexal regions appear normal. No definite ovarian cyst is seen, though ultrasound would be more sensitive for a small cyst if clinically indicated. Otherwise, unremarkable CT abdomen and pelvis with and without contrast. On (B)(6) 2016, sonogram showed a left ovarian simple cyst of 3.1 cm, and then there were 2 echogenic areas 1 cm each which will need to be addressed. On (B)(6) 2016, surgical pathology report- specimens: uterus, cervix, right fallopian tube, segment, proximal left tube and left ovary. B: segment, left fallopian tube: specimen a is received in formalin, labeled with the patient's name, medical record number, and "uterus and cervix, right tube, portion of left tube, left ovary (inside specimen - essure coils)." It is an intact uterus with' attached cervix, attached right fallopian tube, attached proximal left tube and left ovary. Trimmed of the adnexa, the uterus and cervix together measure 9.3 x 6.4 x 4.3 cm and weigh 105 gm. The serosa is mottled, tan-red, focally ragged and hemorrhagic. The peripherally smooth, pale tan ectocervix is 4.0 x 3,8 cm, with clamp artifact and hemorrhage approaching a 1.4 cm central, slit-like os. The cut surfaces are rubbery, displaying small underlying, mucus filled cysts. The triangular endometrial cavity, 5.5 x 3.7 cm, is lined by hemorrhagic, tan-red mucosa. The myometrium, up to 2.4 cm in thickness, is tan-pink and diffusely trabeculated, with occasional small, submucosal, brown cystic foci. A single anterior intramural nodule is 0.9 cm in greatest dimension. A coiled metal wire extends from the proximal aspect of each fallopian tube toward the cornu (digital images are captured). Upon sectioning, the proximal ends of each coiled metal wire are surrounded by fibrous tissue, closely approaching the mucosa. The right fallopian tube is fimbriated and convoluted, with dusky deep, red-purple serosa. It is 6.0 cm in length and up to 0.9 cm in diameter, with occasional minute serosal cysts at the distal aspect. The cut surfaces are focally hemorrhagic, and include a coiled metal wire, consistent with essure, in the proximal lumen. The cystic and focally disrupted left ovary is 3.0 x 2.5 x 2.0 cm, displaying occasional ragged adhesions. The cut surfaces display a 1.7 cm clear, serous nude-filled cyst, bordered by additional hemorrhagic cysts, to 1.6 cm in greatest dimension, one of which has a golden yellow border. No excrescences or lesions are seen. The attached proximal left fallopian tube is markedly ragged, 2.4 cm in length and up to 0.9 cm in diameter. Current weight 180.00 lbs. Concerning the injuries reported in this case, the following ones were reported via medical record: ovarian cyst (confirming oophorectomy), alopecia and pelvic pain¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and ovarian cyst ("complex left ovarian cyst") in a (B)(6) year-old female patient who had essure (batch no. 676718) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (date of deliveries: (B)(6) 1996 and (B)(6) 1998), spontaneous abortion, termination of pregnancy - elective, abstains from alcohol, ex-smoker (she used to smoke one-half pack per week but stopped over a year ago.), skin tags on (B)(6) 2010 and umbilical hernia repair (and prophylactic mccall's entrocele.) On (B)(6) 2016. On (B)(6) 2010, patient denies headache, vision changes, chest pain, and shortness of breath, nausea, vomiting, or calf pain. She has never had a sexually-transmitted disease. She denies gi (gastrointestinal) symptoms of constipation or diarrhea. She did not experienced following events but not limited to miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects. Previously administered products included for to prevent pregnancy: nexplanon from 2005 to (B)(6) 2010. Past adverse reactions to the above products included pain in extremity with nexplanon. Concurrent conditions included hirsutism since (B)(6) 2014, hyperventilation since (B)(6) 2014, residual hemorrhoidal skin tags since (B)(6) 2014, unspecified hypothyroidism since (B)(6) 2014, adverse event nos since (B)(6) 2014, urinary incontinence since 2007, vaginitis since (B)(6) 2014, vulvovaginitis (unspecified.) Since (B)(6) 2014, retroverted uterus, female sexual dysfunction, umbilical hernia since (B)(6) 2016, endometriosis since (B)(6) 2016, chronic cervicitis since (B)(6) 2016, uterine cervical metaplasia since (B)(6) 2016, endometrial neoplasm since (B)(6) 2016, adenomyosis since (B)(6) 2016, intramural leiomyoma of uterus since (B)(6) 2016 and overweight. Family history included diabetes (father) and stroke (father). Concomitant products included etonogestrel (implanon) since (B)(6) 2009. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced weight increased ("gained about 40 pounds"). On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("intermittent from moderate to severe continuously experienced pelvic pain/pain") and pruritus ("itching"). The patient was treated with acetylsalicylic acid (aspirin), surgery (laparoscopic-assisted vaginal hysterectomy with bilateral alpingectomy, left salpingo-oophorectomy) and surgery (she underwent oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain had resolved, the ovarian cyst, weight increased, dysmenorrhoea and nausea outcome was unknown and the alopecia, pelvic pain and pruritus was resolving. The reporter provided no causality assessment for ovarian cyst with essure. The reporter considered abdominal pain, alopecia, dysmenorrhoea, nausea, pelvic pain, pruritus and weight increased to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of your essure placement procedure. Five coils were noted inserting the tubal ostia following placement. Good hemostasis was noted. The patient tolerated the procedure well. Following surgery she has been left with abdominal deformity and severe large scarring. On (B)(6) 2016, operative notes revealed the uterus appeared normal. There was no perforation of the essure devices. The fallopian tubes were normal. The left ovary was densely adhered to the side wall and adjacent to the left uterosacral ligament. There was endometriosis present adjacent to the adhesion of the ovary near the left uterosacral ligament. The ovary became damaged while we were attempting to remove this from the side wall. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: successfully occluded in the fallopian tubes . (B)(6) 2010: hysterosalpingogram: preliminary view of the pelvis shows fallopian tube closure devices projected in the mid pelvis. Retrograde injection of contrast material shows normal appearance of the uterine cavity. There is no extension of contrast material into the fallopian tubes beyond the proximal aspect of the closure device. There is no free spill. Following removal of the balloon and catheter, the patient had some uterine cramping. 60 ml of toradol was given which successfully relieved the pain and the patient was discharged in baseline condition. Impression: successful hysterosalpingogram. Prior occlusion of the fallopian tubes with occlusion devices. Confirmed that plaintiff's fallopian tubes were bilaterally occluded. Essure was successfully implanted, without complications, with the essure device trailing coils within the left uterine cavity and five trailing coils within the right uterine cavity. On (B)(6) 2016, sonogram showed a normal-sized uterus. There is a 2.7 cm complex left ovarian cyst and there was free fluid seen in the right adnexal near the fundus. On (B)(6) 2016, CT abdomen and pelvis with and without contrast revealed small, 2.0 x 1.4 cm fat-containing periumbilical hernia. Previous essure placement bilaterally. The uterus and adnexal regions appear normal. No definite ovarian cyst is seen, though ultrasound would be more sensitive for a small cyst if clinically indicated. Otherwise, unremarkable CT abdomen and pelvis with and without contrast. On (B)(6) 2016, sonogram showed a left ovarian simple cyst of 3.1 cm, and then there were 2 echogenic areas 1 cm each which will need to be addressed. On (B)(6) 2016, surgical pathology report- specimens: uterus, cervix, right fallopian tube, segment, proximal left tube and left ovary. B: segment, left fallopian tube: specimen a is received in formalin, labeled with the patient's name, medical record number, and "uterus and cervix, right tube, portion of left tube, left ovary (inside specimen - essure coils)." It is an intact uterus with' attached cervix, attached right fallopian tube, attached proximal left tube and left ovary. Trimmed of the adnexa, the uterus and cervix together measure 9.3 x 6.4 x 4.3 cm and weigh 105 gm. The serosa is mottled, tan-red, focally ragged and hemorrhagic. The peripherally smooth, pale tan ectocervix is 4.0 x 3,8 cm, with clamp artifact and hemorrhage approaching a 1.4 cm central, slit-like os. The cut surfaces are rubbery, displaying small underlying, mucus filled cysts. The triangular endometrial cavity, 5.5 x 3.7 cm, is lined by hemorrhagic, tan-red mucosa. The myometrium, up to 2.4 cm in thickness, is tan-pink and diffusely trabeculated, with occasional small, submucosal, brown cystic foci. A single anterior intramural nodule is 0.9 cm in greatest dimension. A coiled metal wire extends from the proximal aspect of each fallopian tube toward the cornu (digital images are captured). Upon sectioning, the proximal ends of each coiled metal wire are surrounded by fibrous tissue, closely approaching the mucosa. The right fallopian tube is fimbriated and convoluted, with dusky deep, red-purple serosa. It is 6.0 cm in length and up to 0.9 cm in diameter, with occasional minute serosal cysts at the distal aspect. The cut surfaces are focally hemorrhagic, and include a coiled metal wire, consistent with essure, in the proximal lumen. The cystic and focally disrupted left ovary is 3.0 x 2.5 x 2.0 cm, displaying occasional ragged adhesions. The cut surfaces display a 1.7 cm clear, serous nude-filled cyst, bordered by additional hemorrhagic cysts, to 1.6 cm in greatest dimension, one of which has a golden yellow border. No excrescences or lesions are seen. The attached proximal left fallopian tube is markedly ragged, 2.4 cm in length and up to 0.9 cm in diameter. Current weight (B)(6) lbs. Concerning the injuries reported in this case, the following ones were reported via medical record: alopecia; pelvic pain ¿. Most recent follow-up information incorporated above includes: on 12-feb-2018: this case is medically confirmed. Reporter information was updated. This case concerns (B)(6) year old patient. Her historical condition/medication and concurrent condition were added. Her concomitant medication was added. Essure indication was amended. Essure lot number: 676718 was added. Events: pain, gained about 40 pounds, dysmenorrhea (cramping), hair loss, nausea, intermittent frommoderate to severe continuously experienced pelvic pain and itching were added. The events pelvic pain, hair loss and itching all improved within two weeks after the removal of the essure device. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and alopecia had resolved. The reporter considered abdominal pain and alopecia to be related to essure. The reporter commented: following surgery she has been left with abdominal deformity and severe large scarring. Diagnostic results: (B)(6) 2010: hysterosalpingogram - confirmed that plaintiff's fallopian tubes were bilaterally occluded. Essure was successfully implanted, without complications, with the essure device trialing coils within the left uterine cavity and five trialing coils within the right uterine cavity. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.